Event description:
Related manufacturer reference number: 2017865-2025-00370. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post sensed t wave oversensing on the implantable cardioverter defibrillator (ICD) and right ventricular lead (rv). No changes or intervention were reported. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD) and post sensed t wave oversensing right ventricular lead (rv). No changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for post paced t wave only on the ICD and post sensed t wave on the rv lead.